Event description:
It was reported that over 200 bd nano¿ ultra-fine¿ pen needles were unable to deliver medication. The following information was provided by the initial reporter: consumer reported needle clog during injection, stated that she has over 200 pen needles that did not work. Consumer also stated that she only primes once when using a new pen, does not prime with each needle. Consumer does not re-use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8331869. Medical device expiration date: 31-dec-2023. Device manufacture date: 21-jan-2019. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-nov-2022. H6: investigation summary: customer returned a total of 77 used 4mm, 32 gauge nano pen needles. No teardrop labels were provided for lot identification. 30 of the pen needles were visually inspected prior to testing. 25 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining 5 samples were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needle. No issues were found with the remaining pen needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta found that 25 pen needles had become bent on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Event description:
It was reported that over 200 bd nano¿ ultra-fine¿ pen needles were unable to deliver medication. The following information was provided by the initial reporter: consumer reported needle clog during injection, stated that she has over 200 pen needles that did not work. Consumer also stated that she only primes once when using a new pen, does not prime with each needle. Consumer does not re-use.